Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and potential exit block. The lead was capped and replaced. The high rv thresholds were thought to have led to the device's early battery depletion. The device was explanted and replaced. No known patient complications were reported as a result of this event.